Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. A linearity test was performed, and the results were within specification. An extended investigation also was performed. The dhrs (device history review) for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kit passed all tests prior to release. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 56 mg/dl, 250 mg/dl and 57 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of the death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported sensor has been returned and an investigation is pending at this time. A follow up report will be submitted once additional information is received. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 56 mg/dl, 250 mg/dl and 57 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.